Event description:
It was reported that pump experienced malfunction alarm with code 12 and no notable events occurred prior to issue. There was no adverse impact to the customer's blood glucose level. Customer was informed how to reset pump, planned to call back once charger became available, and no additional information was received regarding the outcome of the event.